Manufacturer narrative:
Concomitant products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# v836403, implanted: (B)(6) 2011, product type lead; product ID 3889-28, lot# v689338, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient's 'left side' device was not functioning because their leads 'were broken.' It was stated the leads broke when the patient fell. A loss of therapeutic effect was also reported. It was stated the patient only got relief for a 'couple hours' and then would turn the device up. It was indicated the patient got up 'twice a night,' but was getting up 'three to four' times a night prior to implant. Multiple reprogramming sessions were noted. The patient wanted to turn stimulation off to 'take a break' and they were instructed on how to do so. Additional information has been requested, a follow up report will be sent if additional information is received. Refer to manufacturer report #3004209178-2013-04938. The patient has two devices and it was unclear if the event reported pertained to only one or to both of the devices.

Manufacturer narrative:
(B)(4).

Event description:
Supplemental information received reported that the manufacturer representative indicated that he was unsure if the lead was actually broken and believed the physician meant that the lead was damaged based on the high impedance reading. The patient¿s device was reprogrammed utilizing the electrodes that were not damaged. The representative had not heard from the patient in over a month. It was unknown if the physician had tested the device recently and the physician had not called the representative either regarding this patient.

Event description:
Additional information received reported that the patient was assisted in turning her device off on (B)(6) 2013. There was no lead explant and the patient was to follow up with the ¿office¿ as necessary.